Event description:
As reported to coloplast though not verified, on (B)(6) 2009 patient underwent revision surgery to treat pelvic adhesions and pain. (B)(6) 2009, patient sought treatment for vaginal pain and inability to void bladder. On (B)(6) 2009, patient underwent another surgery to remove piece of mesh which had eroded into vagina. (B)(6) 2010, patient sought treatment for urinary tract infection, inability to void bladder and pelvic and abdominal pain. (B)(6) 2010, patient sought treatment for backpain. (B)(6) 2010, patient sought treatment for left flank pain, recurrence of vaginal prolapse, shortness of breath, nausea, and pain radiating down left side. (B)(6) 2010, patient sought care for urinary tract infection, pain left side, vaginal itching, and vaginal discharge. (B)(6) 2010, patient underwent surgery to remove additional portions of mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.